Event description:
The customer contacted beckman coulter, inc. (Bci) in regarding elevated total t4 (tt4) result above the normal reference range for one pt. The results were generated on a unicel dxc 600i synchron access clinical system. The customer re-ran the sample on another instrument using alternate methodology and the results were lower. The customer sent the sample to bci customer product line support (cpls) for further testing. The initial results were reported outside the laboratory. It is not known if there was any change to the pt treatment. There is no indication of an adverse event or indication of any medical intervention to prevent serious injury.

Manufacturer narrative:
Service was not dispatched to investigate this event. A bci field service engineer (fse) was not dispatched to investigate the event. The sample was sent to bci customer product line support (cpls) for further testing. Cpls testing using interference eliminating proteins did not confirm any interference. A definitive root cause could not be determined for this event. This reportable event was identified during a retrospective review of complaints conducted between january 1, 2008 through october 23, 2010 for additional reportable events.